Event description:
One syringe of heparin lock 10 units/ml 5 ml syringe found containing only 4.5 ml. The product is made by bd, with lot number 805012c and expiration date of november 18th 2008. The expiration date is hard to read because the date is printed in black on the syringe while the plunger of the syringe is also in black. In other words, the date printed in black is very hard to read against the black background due to the plunger.